Manufacturer narrative:
Results of investigation: the valve was received. Both leaflets were noted to open and close normally. The carbon surfaces of this valve appeared to have previously been cleared. No abnormalities were identified, and histologic sections could be obtained. The leaflets and orifice were found to be unremarkable. The results of the pulse duplicator testing indicated the valve had no abnormal operation. Flow and pressure traces indicated the valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and the valve met all of st. Jude medical's specifications. The leaflet and orifice dimensions were inspected and verified to be within st. Jude medical's specifications. Conclusion: info reviewed from the valve's device history record and the additional testing performed through the fer laboratory indicated the valve complied with st. Jude medical specifications at the time of MFR. Results of this investigation indicated the tissue observed on the valve upon its return to st. Jude medical heart valve div for analysis was pannus ingrowth. This is a normal healing reaction which is compatible with six years of implant duration. There was no evidence of thrombus or vegetation on this valve. The valve did not exhibit any intrinsic defects which may have been the cause or contributed to the explant of this valve, as supported by performance testing results.

Event description:
This valve was explanted for thrombus or pannus.